Event description:
As reported, when pressing the deployment button of the 6f exoseal vascular closure device (vcd) and removing, the plug was found half inside and half outside the distal outer sheath. Switched to manual compression for about 20 minutes. Hemostasis successful, no further issues. There was no reported injury to the patient. The device was used for same-side antegrade superficial femoral artery (sfa) evt. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
As reported, when pressing the deployment button of the 6f exoseal vascular closure device (vcd) and removing, the plug was found half inside and half outside the distal outer sheath. Switched to manual compression for about 20 minutes. Hemostasis successful, no further issues. There was no reported injury to the patient. The device was used for same-side antegrade superficial femoral artery (sfa) evt. Additional information and device return was requested; however, neither were obtained after multiple attempts made. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18448641 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when pressing the deployment button of the 6f exoseal vascular closure device (vcd) and removing, the plug was found half inside and half outside the distal outer sheath. Switched to manual compression for about 20 minutes. Hemostasis successful, no further issues. There was no reported injury to the patient. The device was used for same-side antegrade superficial femoral artery (sfa) evt. The device will be returned for evaluation.